Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on (B)(6) 2020. Visual analysis of the photographs identified some clear fluids are seen inside the device. The device is identified as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted. This record is for the left side.